Event description:
Reporter indicated that the pt began experiencing an unexpected increase in seizures. The results for both normal mode diagnostics, and system diagnostics, were within normal limits, and the device did not register that the generator battery was at, or nearing, end of service. The pt's treating neurologist opted to have the pt move forward with having the generator replaced, as he had found in the past the events of increased seizures with other pt had resolved after a generator replacement. Attempts for further info regarding the increased seizures have been unsuccessful to date. Attempts to have the explanted generator returned for analysis have been unsuccessful to date.